Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts on the proximal end were bunched and lifted. The stent had moved proximally on the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were slightly relaxed on the proximal end. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found the inner shaft was buckled/accordioned and the outer shaft was stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-may-2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. Following pre-dilatation with a 2x12mm emerge balloon catheter, a 2.25 x 12 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed that the stent was damaged and moved on balloon.